Manufacturer narrative:
Device evaluation summary: a service engineer (se) inspected the device and found an associated diagnostic code. The se replaced the pneumatic interface board. The unit passed testing and operated within the manufacturing specifications. Per review of the logs and provided device evaluation information, the unit had a loss of ventilation at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator displayed "ventilator inoperative (vent inop)" and generated a ba ckground fault. Although ventilation was reported to have continued, the patient was placed on an alternate ventilator with no harm reported. Per review of the logs and provided device evaluation information, the unit had a loss of ventilation at the time of the event.

Manufacturer narrative:
Component code added. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ventilator displayed "ventilator inoperative (vent inop)" and generated a background fault. Per review of the logs and provided device evaluation information, the unit had a loss of ventilation at the time of the event. The device was available for evaluation. A service engineer (se) inspected the device and found an associated diagnostic code. The se replaced the pneumatic interface board. The unit passed testing and operated within the manufacturing specifications at the time of service. One pneumatic interface pcba was returned to medtronic for failure investigation. Visual inspection showed no anomalies. The returned pneumatic interface printed circuit board (pcb) was attached to the failure investigation test ventilator and powered up with an error code post (power on self test) failed, calibrations failed, est (extended self test) failed. Pcba failed functional testing. The returned pcba was attached to the same test ventilator using an extender card. Using an oscilloscope pinouts of the pcb was read. It was found that the pcb clock signal was intermittent. The cause of the observed conditions determined to be faulty 66mhz clock - y1 of pneumatic interface pcba per review of the logs and provided device evaluation information, the unit had a loss of ventilation at the time of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.